Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). Initial reporter's phone number: (B)(6) the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure it was observed that the nose piece of the crani-a attachment device broke down. During service and evaluation, it was observed that the crani-a attachment device had damaged component: neuro tip. It was also noted that the device failed pre-repair diagnostic tests for visual assessment, vibration, and temperature. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. It was noted that during pre-repair assessment it was found that a part at the crane bracket was broken, and the ball bearing was worn out. The assignable root cause remains undetermined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that MFR# 1045834-2016-12299 is a duplicate of MFR# 1045834-2016-11710. Reference of MFR# 1045834-2016-11710 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.